Event description:
It was reported a patient initially implanted with a mitral valve for 10 years 11 months, had a valve in valve procedure completed due to calcification and thickened and immobile leaflets resulting in severe stenosis and mild regurgitation. The patient received a 29mm transcatheter valve. The new bioprosthesis appeared well seated with normal leaflet mobility. There was trace paravalvular regurgitation and no central regurgitation. The patient was reported as doing well and was discharged home.

Manufacturer narrative:
F10. Device code 3191 - leaflet thickened, motion restricted h10. Additional manufacturer narrative: updated sections b5 and f10.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported a patient initially implanted with an edwards mitral valve for 10 years 11 months, had a valve in valve procedure completed due to stenosis. The patient received a 29mm transcatheter valve. The patient is reported as doing well and was discharged home.